Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was not turning on when putting the battery back into the pump. Follow up with the patient on 02/22/2015, the reporter indicated that there was no indication of damage to the battery cap and there was no noted moisture related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.